Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside of the device and passed. No motor error alarm was noted. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was over 500 mg/dl. The customer stated that they received 6 motor errors in the last 30 days. The customer stated that they were able to rewind the pump. The customer stated that the motor position encoder error was present in the alarm history. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.